Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that the act, esc and arrow buttons were worn out and harder to press. Customer¿s blood glucose was unknown at the time of incident. Insulin pump rejected new batteries. Customer stated that there was black spot the insulin pump screen. Insulin pump had diminished battery life. Customer declined troubleshooting. The insulin pump will not be returned for analysis.